Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device will not turn on / off. There was no patient involvement.

Event description:
The customer reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 06/28/2019 to the present date 12/22/2020 and confirmed that this device was not previously returned for servicing.